Event description:
Event description cpi received information that an implantable cardioverter defibrillator implanted in a patient with end stage cardiomyopathy exhibited non- capture. The patient's condition worsened and his cardiac rhythm deteriorated to asystole. During the course of CPR, the patient's family requested that all resuscitative measures be stopped. The patient died.